Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic deep rectal surgery, while firing the loading unit, the stapler was unable to fire.